Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient was on impella 5.5 support ongoing for cardiac and systemic comorbidities and was awaiting a transplant. After 39 days, the pump was explanted with a transplant. During the support the optical signal had been lost. No harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was submitted. The device was not returned for investigation. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. Investigation into the console is done (B)(4). In accordance with updated procedures, section d6 has been revised from the initial submission.